Event description:
Nobel biocare USA has received a report of one implant osseofailure. Part# and lot# unknown. This implant returned for this report is not a nobel biocare implant and, per 21 cfr 803.22, it is required that the loss be reported to the FDA. Nobel biocare was unable to determine the manufacturer of this implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).